Manufacturer narrative:
(B)(4). Based on the available information, the cause of the leakage could not be determined. An evaluation was performed in response to temperature errors and smoke being observed on the architect i2000 analyzer serial # (B)(4). The evaluation consisted of a review of complaint text, a complaint search and a review of current architect labeling. An abbott field service representative (fsr) was dispatched and indicated that leakage was visible everywhere inside the instrument, including, but not limited to the gutter. The fsr was unable to repair the analyzer. The architect i2000 analyzer serial # (B)(4) was de-installed from the customer site on (B)(4) 2010. A replacement architect i2000 analyzer serial # (B)(4) was installed at the customer site on (B)(4) 2010. A review of trending for the architect isystems and a search for similar complaints from (B)(4) 2010 through (B)(4) 2010, did not identify a product issue or an adverse trend related to the issue in this complaint. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. The architect system operations manual provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. Based on the available information, a deficiency in the system was not identified.

Event description:
The customer stated there is temperature instability on all channels on the architect i2000 analyzer resulting in temperature alarms (error code 7003) being generated. In addition, smoke was observed while performing daily maintenance. The instrument was turned off. No injury was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.